Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted, no further investigation can be performed. Given the limited event information provided, it is not possible to determine the root cause of the incident, or to confirm that the event is attributable to the device. Should additional information be received in the future, the case will be re-assessed and appropriate investigative action will be taken.

Manufacturer narrative:
Device not explanted.

Event description:
A carbomedics reduced aortic valve, r5-021, was implanted on (B)(6) 2014. In 2018, it was reported that the valve was leaking, and re-operation cannot be performed. No other information was provided.